Event description:
Patient reported this has been happening since day one. Since patient no longer walks 2 miles a day, they stopped using it to see what happens. Patient reported they are also seeing their surgeon in a few weeks. Last night they charged for 2 hours and are still at 30%.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for the call was patient reported that they were only able to charge their ins up to 30% for 2 hours last wednesday, and when they went to their MRI yesterday, they were told that the ins needed to be fully charged so the MRI was cancelled. Patient noted that the device was a pain in the butt. Patient also noted that they had arthritis on their hand, and it was hard for them to plug the recharger and ac power supply into the controller. Patient also stated that when they would charge their ins, they would need to hold their recharger over the implant, and they would feel like a rope is pulling around their chest when they have their arm over their implant. Agent advised patient to reach out to their hcp regarding their chest. Agent also reviewed MRI guidelines and MRI mode to patient. Patient mentioned they had pain on their leg and spinal stenosis, but they are meeting with their doctor on the 31st of this month and they would like to discuss taking the ins out because they no longer needed it and they no longer had pain in the legs. Patient also stated meeting with their pain doctor on the 23rd of this month. The troubleshooting steps done during the call resolved the issue. See (B)(4) for software problem i.e. Omitted information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.